Event description:
A caller reported a malfunction with their pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support provided instructions to reset the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if similar issues reoccurred, which the caller understood.